Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly presented with right facial paralysis. The recipient was prescribed medication (type unknown) to treat otitis media. A tympanometry was performed and revealed as curve in the right ear. A CT scan was performed and showed a loss of cochlear anatomy.